Event description:
It was reported that sheath tip damage and a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using watchman laa closure device with delivery system (wds) and a watchman access system (was). During advancement of the was into the femoral vein, increased resistance was experienced. The tip of the was sheath was observed to have folded and the sheath was kinked. Difficulty was experienced advancing the was across the interatrial septum and a super stiff guidewire was used to assist the crossing. The procedure was successfully completed with this device and no patient complications were reported.